Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the presence of hydrophilic coating. A proxy .038 guide wire was backloaded through the sheath, holding the wire 4 inches from the distal end of the sheath. Resistance was met and the guide wire did not completely advance through the sheath, confirming the reported difficulty inserting the guidewire. Root cause analysis concluded that the issue is likely due to manufacturing. Av has implemented mitigations in the manufacturing process to address this and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional peripheral arterial occlusive disease procedure. Reportedly, a terumo 0.035 guide wire could not go through the proglide wire lumen. Hemostasis was achieved using the same guide wire with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.